Manufacturer narrative:
Based on the completed investigation, the reportable malfunctions were due to an unresponsive charged coupled device (ccd) unit. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed flickering images, a black screen, and no image. There was no patient involved.